Event description:
It was reported the pt was unable to adjust stimulation. The pt programmer display showed a "call your doctor" icon. A por condition was reported. The manufacturer's rep indicated the device was not overdischarged and assisted the pt with charging the device. The pt experienced no injury.